Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 18. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.